Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic rectopexy procedure, while tacking of the mesh to the bone, tacks got stuck during firing and jammed the device after a few tacks that some tacks was left inside the device. New device was opened and used instead to complete the case. There was no patient injury.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of two devices. Visual inspection of both products noted the timing was disengaged and a tack was protruding. Additionally, the triggers of both instruments were jammed. A functional evaluation found that the triggers of both instruments were actuated after disassembling the body from the tube. Tacks were jammed in the tubes and did not deploy due to the timing disruption. A review of the device history record indicates this product was released meeting all quality release specifications at the time of manufacture. Replication of the reported condition is caused by an instrument that has been exposed to excessive force while applying helixes to a surface. If a helix is fired over improper surfaces it can provoke the exertion of excessive force to the handle causing the unit to disrupt the timing and to a possible jam. The root cause of the observed damage was found to be due to the device not being used as intended which caused or contributed to the reported condition. No further actions have been deemed necessary at this time. If information is provided in the future, a supplemental report will be issued.